Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced an unspecified allergy reaction at the insertion site and had contact with a healthcare professional who prescribed mometasone spray for treatment. There was no report of death or permanent impairment associated with this event.